Event description:
During an initial implant procedure, it was not possible to loosen the set screws from the header of the device. Multiple hex wrenches were used but it was unsuccessful. The device was then explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of unable to loosen the a-setscrew to remove the atrial lead was confirmed. Analysis revealed that the setscrew was over-torqued when it was initially tightened by the physician. Then during the attempts to loosen the setscrew, the user/physician repeatedly inserted the wrench incorrectly into the setscrew inset. These incorrect insertions caused damage and stripping to the inset, to the point where the wrench could no longer engage the inset which is necessary to turn and untighten the setscrew. The setscrew was untightened in the lab using special tools. This is considered a user related anomaly.